Event description:
Pacemaker inserted. Post-procedure noticed rv lead not functioning. Surgical site opened and found rv lead port was "malfunctioning". Another pacemaker was attached to same leads with proper functioning. Dates of use: 2008. Diagnosis or reason for use: bradycardia. Event abated after use stopped or dose reduced?: yes.